Event description:
It was reported that a wireless battery module had fluid intrusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom fluid intrusion was confirmed. Corrosion was found on the wireless module flex and radio printed circuit board as a result of fluid intrusion. It caused the components to fail rendering the unit not repairable.